Event description:
On (B)(4) 2012, the reporter contacted animas to report the bolus dose records in the pump history for (B)(6) 2012, were not in chronological order. The patient did not change the pump date/time settings. There was no adverse event or patient injury associated with this issue.

Manufacturer narrative:
Follow-up #1 date of submission 05/24/2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2012 with the following findings: a review of the black box indicated a combo bolus was started at 22:55 on (B)(6) 2012 and was completed an hour later. A review of the black box and the pump history indicated a normal bolus was completed the same day at 23:47. The pump was designed to only record the start time of a combo bolus once the bolus is completed; the pump does not record the completion time for a combo bolus. Investigators duplicated this and found that the pump was recording boluses as designed. Normal boluses and combo boluses were programmed during testing, and all boluses recorded appropriately in the pump history. A bolus was also programmed and delivered from the meter remote, and was accurately recorded in the pump history. There were no defects found on investigation. The pump was found to be delivering and recording delivery to the history appropriately.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.